Event description:
It was reported that this patient with a 19mm valve, implanted approximately for two years and 10 months, was explanted due to patient prosthesis mismatch and aortic stenosis. A 23mm non-edwards valve was implanted in replacement. The patient tolerated the procedure satisfactorily without apparent intraoperative complication. The patient was transported to intensive care unit in satisfactory condition. The patient was discharged on pod #5. Per medical records, at the time of the 19mm valve implant operation, an attempt was made to place a 21rnm bioprosthesis, but due to concern about distortion, this was replaced with a 19mm valve. Intraoperatively, the aortic root was noted to be small with a 19mm valve in place. The leaflets of the previously placed pericardial tissue valve were mobile, but it appeared that the struts of the valve had splayed inward somewhat and superimposed on this which may have contributed to an overall degree of stenosis. The patient tolerated the procedure satisfactorily without apparent intraoperative complication. The patient was transported to intensive care unit in satisfactory condition. The patient was discharged on pod #5.

Manufacturer narrative:
F10: device code 3191 - patient prosthesis mismatch.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. A definitive root cause could not be determined; however, it is likely that patient and procedural related factors contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with a 19mm valve, implanted approximately for two years and 10 months, underwent a valve-in-valve procedure due to patient prosthesis mismatch. A 23mm non-edwards valve was implanted in replacement.